Event description:
The user has a skin necrosis over the floating mass transducer (fmt). The user has been re-implanted with a bci 602 in a new position.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the received information the device was explanted due to skin necrosis over the floating mass transducer (fmt) , most likely caused by the user was first implanted with a baha in 2003 with dermatome skin graft. The skin of the user has been compromised from that time on. The user has been re-implanted with a new bci 602 and was put in a new position (both fmt and coil) in order to reach a healthier skin area. This is a final report.

Event description:
The user has a skin necrosis over the floating mass transducer (fmt). The user has been re-implanted. The new bci 602 was put in a new position (both fmt and coil) in order to reach a healthier skin area.